Event description:
It was later reported that the hcp was intentionally trying to make the demonstration pump leak by inserting the needle along the edge of the septum, torqueing the needle, and applying force. It was reported there was nothing faulty with the demonstration pump. The serial number of the demonstration pump was not known at the time of the call. Information related to this event was also previously reported in manufacture report # 3004209178-2014-18607. Any further information relating to the demonstration pump will be reported under this manufacture report (3007566237-2014-03802).

Event description:
It was reported that the healthcare provider (hcp) had acquired a demonstration pump to practice her technique and discovered when she placed the refill needle between the silicone and the metal of the port, fluid could be aspirated and partially filled in to the reservoir, but fluid also leaked out of the pump. Further follow-up is being conducted to obtain information regarding whether the demo pump would be returned. If additional information is received, a follow-up report will be sent. [Refer to manufacturer report # 3004209178-2014-24456 for information pertaining to one of the partial pock fills. Refer to manufacturer report #3004209178-2014-18607 for information pertaining to an additional partial pock fill for a different patient]

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).